Event description:
A zoll distributor returned monitor sn (B)(4) and reported that the monitor failed incoming functionality testing.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (failed incoming functionality testing) has been confirmed. Upon investigation, the monitor response buttons were non-functional. The front and rear response buttons switches were missing. The root cause for the missing response button switches was physical abuse. No adverse event resulted from the defective monitor.